Manufacturer narrative:
(B)(4). Date sent to FDA: 08/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: 99 packets of product code eh7241h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the eighteen packets. As per the sampling plan, visual inspection was performed to 32 samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The devices performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. H6 component code: g07002 - device from same lot/batch returned from user.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Did the patient experience any symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) How was the suture tied? (Square knot or multiple knots one end?) Please describe the appearance of the suture after re-opening the chest. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe any post-operative medical/surgical intervention required for this suture event including dates and results. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Has product been returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent aortic valve replacement combined with mitral valve replacement surgery due to severe aortic stenosis with moderate mitral stenosis on (B)(6) 2021 and suture was used. The aortic incision was sutured in a continuous way during the surgery. The suture operation was smooth during surgery. The operator checked that the incision was well matched, and the chest was closed layer by layer. During the process of the patient's bed crossing at the end of the surgery, the patient's blood pressure and heart rate suddenly decreased (the specific degree is unknown). The surgeon considered that the patient might have bleeding at the operation site, so he immediately performed the thoracotomy exploration, and found that the patient had aortic incision split, the suture at the incision site was broken, and the tissue around the incision was intact. The surgeon immediately performed blood transfusion (about 500ml blood transfusion) and re-sutured the vessel with a new like device. The subsequent procedure was successful. The event resulted in blood loss (the exact amount of blood loss is unknown) and the procedure was delayed about 3 hours. The patient was in stable condition and had been discharged from hospital. No subsequent adverse events were received. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure, 61 years old, female, unknown weight. The diagnosis and indication for the index surgical procedure? Aortic valve replacement combined with mitral valve replacement. Were any concomitant procedures performed? No. Did the patient experience any symptoms following the index surgical procedure? Onset date? No. Other relevant patient history/concomitant medications? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Aortic incision. What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) Normal. How was the suture placed? (Interrupted or continuous?) Continuous. How was the suture tied? (Square knot or multiple knots one end?) 6 single knots. Please describe the appearance of the suture after re-opening the chest. It was found that the incision was cracked and the suture was broken. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe any post-operative medical/surgical intervention required for this suture event including dates and results. It was reported that during surgery, the suture was used in the anastomosis between the artificial blood vessel and the autologous blood vessel was broken. When the surgery was about to be completed and all the incisions have been closed, the suture at the anastomosis was broken, resulting in massive bleeding and heart rate,a sudden drop of blood pressure. The surgeon immediately reopened the chest and incision and resewing the blood vessel. During this process, the patient lost 500ml of blood . The current situation of the patient (blood pressure, heart rate and other vital signs are stable). What is physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon has high seniority, rich operation experience and no problem in medical cooperation. It is the suture quality that is considered. What is the patient's current status? Currently normal. Surgeon¿s name? (B)(6). Has product been returned? If so, please provide the return date and tracking information. Noted. Photo analysis summary: product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an overwrap of product code eh7241h could be observed. The condition reported could not be observed in the picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 component code: g07002 - photo.